Event description:
It was reported that the device reached eri after being implanted for only 21 months. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below expected limits. The battery was sent to the manufacturer for further analysis and no anomaly was found. The cause for the premature battery depletion could not be determined.